Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon reamed fully with a 6.2 then 3.2 and finally went up to a 4.0 because there was no chatter with the 3.2. The surgeon inserted the 3.8x130 fibulock in on the ar-8973-01 outrigger targeting guide jig with the top hat inserted as well. The surgeon was able to get it up 3/4 of the way, then used a mallet to gently tap it in. After the talons were deployed, the surgeon he filled in one ap screw and one m-l screw and one 3.5 syndesmotic screw. The surgeon checked images and thought everything looked great so they unscrewed the hub attachment and took the jig out. After taking it out, another x-ray was taken and it was then discovered that a piece of the jig was broken off in the fibula. The surgeon tried to fish out the broken piece but was unsuccessful.

Manufacturer narrative:
- Visual evaluation identified that one of the tabs had broken off the hub attachment tube. However, without the return of the device, further investigation cannot be completed. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces on the hub attachment tube. - the reported event is confirmed based on the investigation of the returned images.